Manufacturer narrative:
G4: 10mar2020 b4: (B)(6)2020. H11: h6: patient code corrected: there was no patient involvement. The customer did not respond to requests for additional information. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2020. Report date: 02mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a check vent alarm pertaining to oxygen levels. The device was being used for treatment when the reported event occurred; however, there was no patient harm.